Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a triclip procedure was performed to treat mixed tricuspid regurgitation (mr) grade 4. Xtw (lot: 50324r1117) was chosen for implantation. During positioning in the commissure the clip interacted and became caught in the chordae. The clip was deployed on both leaflets with chordae. After deployment the clip detached from the septal leaflet. A xtw (lot: 50324r1013) was then chosen for implant. After deployment the anterior leaflet perforated. Third clip xtw (lot: 50324r1088) was inserted but it was decided to not risk further damage so the clip was removed and not attempted to be implanted. Procedure ended with tr unchanged grade 4.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. All information was investigated and based on the information provided, the reported unspecified tissue injury/damage (anterior leaflet perforation) resulting in unchanged tr per the account was due to the implanted clip. Tissue damage/injury and tricuspid regurgitation are known possible complications associated with triclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. Codes added h6 health effect - clinical code: 4453.